Event description:
It was reported that bd alaris smartsite pump infusion set had air in line. The following information was received by the initial reporter with the following: it was reported by customer that the IV tubing was primed and inserted into the channel. It was alarming "checking line and after troubleshooting, tried inserting into a different channel and alarm read. "Air in line.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 25075018 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01jul2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
Two samples model 2426-0007 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water and a short infusion was performed. No air in line was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for material# 2426-0007 and lot# 25075018 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01jul2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set.